Event description:
The pt reportedly experienced sound quality issues and pain with stimulation. External equipment was exchanged; however, this did not resolve the issue. Testing of the device showed open and shorted electrodes. Surgery to explant the pt's device has been scheduled.